Event description:
It was reported that blood was leaking from the hemostatic valve of the sheath. During a pulse field ablation (pfa) procedure a faradrive sheath was used. During farawave catheter operation blood was leaking gradually from the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.